Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No alarms were noted in the pump memory. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable, electronic assembly, and force sensor. The following were also noted during visual inspection: battery cap contact missing, scratched case, cracked case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked retainer, and pillowing keypad overlay. Cosmetic damage was confirmed at the pump case. Drive/motor anomaly was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found on the motor flex cable, electronic assembly, and force sensor. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had physical damage and a crack at the back of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the insulin pump and will be returned for analysis.